Manufacturer narrative:
(B)(4). Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump is having insulin flow block alarms. Customer's blood glucose was 179 mg/dl at the time of the incident. Customer declined troubleshooting. Customer was advised to discontinue using the pump and revert to back up plan per health care professional. The insulin pump will be replaced and returned for analysis.